Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Of the product requested back for evaluation, lifescan (lfs) has received one meter for one of the complaints. The meter has passed all testing with no faults found. The reported issue could not be confirmed. This report is processed under exemption number e2005018.

Event description:
This report summarizes 65 malfunction events. A review of the events indicated that the ot ultramini meter allegedly read inaccurately high. These reports were received from various sources. The patients associated with this allegation ranged from 31 to 78 years old and there is no weight data available. Of the reported patients; 22 were male, 22 female and 21 unknown.